Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure: was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported, left side device rupture. Diagnosed by ultrasound and MRI. The device has been explanted.

Event description:
Explanting physician reported left side device rupture diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Continued e1. Phone:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.